Event description:
It was reported that the user experienced hyperglycemia before bed after a midday supply change, with continued elevated glucose until an early-morning supply change, after which glucose returned to range; the user did not check the infusion set for a bent cannula, and an ilet 400 alert occurred. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond routine self-management, and no hospitalization. Troubleshooting and education were completed. Investigation included user interview and case assessment. Investigation of this case revealed no confirmed device malfunction, with a possible infusion set or site issue not verified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.